Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a pt monitor speaker malfunction with no audio available. No pt harm was reported. Further investigation showed that the speaker malfunction was due to physical damage to the speaker. Replacement of the speaker resolved the problem. There is no indication of any product malfunction. No further investigation or action is warranted.

Event description:
The reported description of this complaint notes there was a pt monitor speaker malfunction. No pt harm was reported.